Manufacturer narrative:
The complainant was unable to provide the device lot number; therefore, the device manufacture date and expiration date are unknown. Although the lot number is unknown, the complainant reported that the device was not used past the expiration date. (B)(4) - no code available (therapy/non-surgical treatment, additional). (B)(4). The complainant indicated that the device has been disposed; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure in the common bile duct of a (B)(6) female patient who is currently a gall bladder cancer patient (patient weight is unknown). The patient had 2 advanix biliary stents (sizes unknown) successfully deployed into the common bile duct approximately a couple weeks prior to event (initial procedure date unknown). On (B)(6) 2011 a second ercp procedure was scheduled as the patient complaint of pain. During the ercp it was noted one of the advanix stent migrated out of the papilla causing a perforation on the opposite wall of the duodenum. The physician removed the migrated stent, the other advanix stent was left in place, and the perforation was closed with a resolution clip. A CT scan performed post procedure confirmed no leakage. The patient was reported to be fine after the procedure.